Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During an unknown procedure, it was reported by the rep the product shoots the clips before closing them. There was no consequence to the pt.